Event description:
Patient's one touch basic original meter was reported to have the clean test area message. This issue was not resolved with troubleshooting. Patient's family member also reported that the patient kept getting the insert strip message. This issue was resolved with training since the patient was applying blood to the test strip prior to inserting the strip in the meter. Family member also felt that the patient was having a diabetic seizure since patient was unable to test on the meter due to these issues. Patient had called for medical advice (unknown if patient contacted the doctor or emergency services). During troubleshooting, it was also discovered that the patient had not used the meter in three months. Medical affairs specialist was unable to reach the patient for clincial information. This case is reported as a malfunction since the clean test area message was not resolved.